Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon side console (ssc) image in the left eye of the ssc is out and tried power cycling system already but image remained the same. Site was moving forward with case. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The surgeon finished the procedure robotically, with only 1 eye. There was no patient harm. There was a procedure delay of 30 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The hrsv was installed onto a golden system (is 4000) where the failure is no video in left eye. Upon visual inspection, no issues were found related to the reported event. The root cause is attributed to the hrsv monitor.